Event description:
It was reported that the ventilator did not function in the MRI room. Patient involvement is unknown. (B)(4).

Manufacturer narrative:
Our complaint investigation is finalized. The complaint is based on received information from our field service engineer and an evaluation of the device logs that was also received. The customer is a self-servicing hospital and doing the maintenance by themselves. Received information also states that three printed circuit boards were replaced on the ventilator system and that solved the problem. The replaced parts were kept by the customer. The device was successfully functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The device logs were received and evaluation confirm several technical error codes, indicating a power error on the internal printed circuit board. The technical error firstly occurred at time 23:43 on the given date of event, when the device was in a stand-by mode. The technical error was also reoccurring 1 minute later and also other high priority technical alarms were generated most likely as a consequence. As no parts were returned, we have not been able to determine the root cause of this event. But the replaced part correlates with given technical error code.

Event description:
(B)(4).